Event description:
It was reported that on (B)(6) 2022, during a trinity procedure after the cut the physician noticed that the cut surface of the artery seemed ¨pinkier¨ than usual and oozing. The physician brought in a conventional bipolar instrument to coagulate the cut artery additionally. Later this arterial tissue broke and caused bleeding. The physician had to dissect the artery further and tied it with a suture. The procedure was completed. No additional information is available. Non-pediatric patient and no additional information has been received.

Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.